Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-45, serial# (B)(4) implanted: (B)(6) 2009, product type: lead. Product ID: 3777-45, serial# (B)(4) implanted: (B)(6) 2009, product type: lead. Product ID: 3777-45 lot# serial# (B)(4) implanted: (B)(6) 2009, product type: lead. Product ID: 37744, (B)(4) product type: programmer, patient. Product ID: 37754, serial# (B)(4),product type: recharger. Product ID: 3708160, serial# (B)(4) implanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the patient experienced pain related to the reported lead detachment. If additional information is received, a follow up report will be sent.

Event description:
A lead issue was reported. The lead wire detached from the patient¿s spine several months ago and it was confirmed through x-ray by her health care provider (hcp). The patient didn¿t recall anything that might have caused her lead issue, other than a great dane puppy that plays rough. Three weeks ago the patient ad a revision surgery, and she was supposed to have been programmed after her surgery with a company representative (rep) but ended up not seeing anyone. The patient was still waiting to be programmed. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the manufacturing representative via consumer reported that the patient went for post op with the doctor but manufacturing representative wasn't there. The patient had an appointment on (B)(6) 2015 and wanted a manufacturing representative present.